Event description:
It was reported to philips that the device was unable to acquire 12 lead. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.